Event description:
During pt support, the console went into low flow alarms, stopped pumping, and then went into emergency system operation. Also the lcd display changed from english to french. A back-up console was used with no impact on the pt.